Event description:
Patient had a synergy implantable impulse generator implanted in 2000 for the treatment of chronic pain. Patient reports the ipg is turning on and delivering "jolting/shocking" when going through the airport security system and in the home from the home security system. No further information on the patient status and outcome as unable to reach hcp despite repeated attempts.